Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they were having problems with not being able to pee and the last time they met with the representative, they changed it to something different. This helped at the beginning of the month, but then the patient started leaking really bad at night and through the day. The patient can tell when they have to go to the bathroom, but they are still leaking. The rep moved the patient to program 5 at 2. 3, but the patient does not feel comfortable making any adjustments on their own. They do not know what the different programs do or how to use them. They have an appointment with a nurse on wednesday and will see if the nurse can help them. Reviewed therapy information and general programming guidance. The caller was redirected to their healthcare provider to further address the issue.